Event description:
Per the clinic, the patient experienced skin breakdown at the implant site, exposing the receiver/stimulator. The device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on december 16, 2022.

Manufacturer narrative:
This report is submitted on january 23, 2023. It has now been reported that there were 2 x fluid aspirations from a seroma at the wound area.

Manufacturer narrative:
Per the clinic, the patient infection was treated with oral, topical and IV antibiotics. Device analysis report attached. This report is submitted on june 04, 2024.